Manufacturer narrative:
Exemption number e2013017. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One sample was received for evaluation. The solution in the bag was filtered out, and after filtration a small white particle was present. This particle was identified as polyisobutene rubber under ft-ir analysis. This material is not present in any component of the bag and this material is not present during the production process. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Xemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a small white floater was found in one bag of tpn, after compounding. No patient involvement.